Event description:
The customer's father reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 5.4 mmol/l. Customer's father stated that there is no significant events leading to the alarm. The customer's father was advised that the device would be replaced and revert to a backup plan. The customer's father was advised to speak to hospital to see if they are able to order a new insulin pump for patient.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.